Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site (specific date not reported). The device was explanted on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and extrusion of the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.